Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
The customer called to report that the pod initiated an occlusion alarm within the first day of operation. She stated that the cannula appeared to be bent. Her bgs at the time were high (324 mg/dl). The pod will be returned for evaluation.